Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report "for the last 4-5 days my heart jumps depending on how I move. Is this common? It feels like my heart is pumping out of my side. Follow up indicated there was high threshold and diaphragmatic stimulation. The patient will be the lead remains in use. No further patient complications have been reported as a result of this event.